Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump could not be rewound and that she could not exit the prime sequence, though insulin was exiting the tubing. The blood glucose reading was 65 mg/dl. The drive support cap was not protruded. The insulin pump was replaced but not returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind and displacement tests. No rewind anomaly or unexpected countdown was noted. However, the pump alarmed compromised force sensor system during the basic occlusion test due to a slight loose drive support disk. The pump was received with a missing end cap sticker, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, a cracked case at the display window corners, a cracked belt clip slot, broken battery tube threads and minor scratches on the lcd window.